Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that when it was put in they were having issues but then it was replaced and they resolved. There were no further symptoms or complications reported or anticipated.